Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon interrogation, the right ventricular lead exhibited noise. The noise was reproducible in clinic. Programming changes were made. The patient was asymptomatic and would continue to be monitored.